Manufacturer narrative:
Treatment information related insulin drip with the initial report was incorrect and need to be deleted. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unconscious. Customer reported that the insulin pump had damaged. Customer was treated with drip. The insulin pump will not be returned for analysis.